Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed pacing inhibition caused by over-sensed noise exhibited by the right ventricular (rv) lead. The patient was scheduled for revision. The pacing and sensing functions were replaced by implanting a low voltage lead, and the high voltage function of the lead remained active. The patient was stable.